Event description:
The consumer and health care provider reported that their implantable neurostimulator (ins) only lasted 18 months and had to be replaced. The cause of the battery only lasting 18 months was not determined. There were no patient symptoms reported. Indications for use: chronic low back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 776-60, serial# (B)(4), product type: lead. Product ID: 3776-60, serial# (B)(4), product type: lead. (B)(4).